Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient was in the ER today with symptoms of urinary retention. The patient had the system placed 2 days ago for urgency/frequency and incontinence. It was unknown if the patient had ever been treated for any type of urinary blockage; the patient¿s hcp was going to look at the patient¿s history in more detail. The patient left their implant on wednesday with stimulation on at 1.0 v; it was noted the patient was knowledgeable about their system and also had good results with the basic evaluation. The patient was advised to turn off stimulation for now to take that out as a variable and would see how the patient did. No further complications were reported/anticipated.